Event description:
I've had dry eyes requiring the use of eye drops every hour and eye ointment every night for over a year since I had laser eye surgery (prk). My eye dr tried to fix the issue my tear ducts, but that didn't help - it only made my eyes feel like I have a large grain of sand in them when I look to the side (so now I can't look to the side anymore without discomfort. No problem with any product - problem with my laser eye surgery.